Event description:
The patient received two scs leads with the same lot number. It was reported the patient experienced ineffective stimulation. Additionally, the patient experienced weakness and decreased mobility in his right leg after implant regardless of stimulation. The patient's pain pattern is the left leg. The patient is to consult the physician as a next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.